Event description:
The account stated when the pt's foot pushed the foot siderail; the plastic panel fell off the bed.

Manufacturer narrative:
The tech found the screws were stripped out of plastic molded siderail panel. He replaced the right foot siderail assembly to repair the bed.